Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the brown, black, and red wires that would have contributed to the reported low speed and pump stops observed within the submitted log files. (B)(6) was returned assembled with the driveline severed approximately 5¿ from the pump housing. A distal portion of the driveline (including the controller connector) was returned measuring approximately 32.5". The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outflow graft and outflow graft elbow of the sealed outflow conduit were returned attached to the pump¿s outlet port, with the sealed outflow graft severed near the hardware. The bend relief and bend relief collar were both returned not attached to the bend relief that was severed approximately 1.0¿ from its hardware. The apical sewing ring was returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Tape was observed covering the entire driveline. Upon removal of all layers, microscopic examination of the underlying wires revealed breaches in the insulation of the brown, black and red wire approximately 29" from the controller connector. The remaining wires, as well as the remaining portion of the damaged wires revealed no other signs of damage to the wire insulations or underlying conductors were observed. If the exposed conductors of the breached wires (brown, black, and red) contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stoppage events. Furthermore, if the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable, the resulting phase-to-phase short would have resulted in the low speed and pump stop events observed in the submitted log files. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. The pump was cleaned and reassembled; however, due to the location of the confirmed internal driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 5, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided through medwatch (mw5184939) that the patient who had nonischemic cardiomyopathy post device implantation and mitral valve repair or replacement (mvrr) and transcatheter aortic valve replacement as bridge to recovery for mitral and tricuspid regurgitation - was admitted for the previously reported low speed, flow, and stop alarms. After extensive evaluation, they did not demonstrate driveline fault/fractures, short to shield or other electrical abnormality. The patient was discharged home but readmitted for recurrent pump stoppages on battery power. They reported this occurred while on a commode and straining to have a bowel movement. There was no syncope, and the patient denied driveline trauma, worsening symptoms or parameter derangements before or after the events. Prior to pump exchange, the controller was exchanged with temporary resolution of alarms before pump stops recurred.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple pump stops while on battery power. Log files were submitted for review which captured four low speed alarms and seven pump stops between 12:38am and 12:40am on (B)(6) 2026. It was recommended to immobilize the driveline and maintain the patient on batteries or an ungrounded patient cable. There were no other unusual events recorded in the log file event history. It was noted that the external driveline appeared to be heavily taped. There did not appear to be any obvious areas of concern for internal or external portions of the driveline. A heartmate 2 to heartmate 3 pump exchange was performed on (B)(6) 2026 due to suspected phase to phase. The patient did well post exchange, and the heartmate 2 would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.